Event description:
It was reported that the sound that the patient could hear was too soft. It was confirmed that the implant was no longer in the implant bed. There is no accident or trauma reported. Ten electrode channels show > impedances.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.